Event description:
It was reported the recharger will click back off and click back on. The recharger will not stay on for ¿even 5 minutes to 10 seconds and then it clicks off.¿ patient noted they had surgery for their migraine headaches and was cured by their physician on (B)(6), 2013. The last time they recharged was 6-8 weeks prior and they normally go longer than that. The last time the patient felt stimulation was (B)(6), 2013. The patient was getting the recharger screen but no coupling bars and then the recharger would shut off. The caller moved the belt down and was able to get all of the coupling bars to fill in.

Manufacturer narrative:
Concomitant medical products: product ID 39565-30, serial# (B)(4), implanted: 2008-(B)(6), product type lead, product ID 3708140, serial# (B)(6), implanted: 2008-(B)(6), product type extension, product ID 37742, serial# (B)(4), implanted: 2008-(B)(6), product type programmer, patient, product ID 37752, serial# (B)(4), implanted: 2008-(B)(6), product type recharger, product ID 3708140, serial# (B)(4), implanted: 2008-(B)(6), product type extension, product ID 37752, serial# (B)(4), implanted: 2008-(B)(6), product type recharger. (B)(4).